Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob not provided for reporting. Date of event: unknown. This report is for an unknown plates: matrixrib/unknown lot. Part and lot number are unknown; UDI number is unknown. Not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient experienced a surgical site infection (ssi) chest wall abscess during an investigator initiated matrixrib study. The patient was initially place with matrix rib plates on (B)(6) 2016. The patient was which was uneventful. On (B)(6) 2016, a chest wall abscess was identified at the surgical site and a drain was placed (patient discharged home (B)(6) 2016. The patient was readmitted to the hospital on (B)(6) 2016 with a surgical site dehiscence and necrotic tissue which debridement was needed on (B)(6) 2016. And a 1-1 vacuum assisted closure (vac) utilized. The patient was discharged to a skilled nursing facility on (B)(6) 2017. The patient was treated with multiple antibiotics and recovered. This report is 1 of 1 for (B)(4).